Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) has completed their investigation. Fa did not find damage to the distal tip. Fa found a broken conductor wire. The break was located at the weld. Root cause of this failure is attributed to device design. Fa also found thermal damage to the yaw pulley and conductor wire cap near the break of the conductor wire. Root cause of this failure is attributed to device design. A review of the instrument log of the permanent cautery hook (part # 420183-12/ lot # n1161201-327) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system sh2119. The alleged event occurred on the 6th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event were available for review. Based on the information provided at this time, this complaint is being reported because failure analysis found a broken conductor wire at the weld and thermal damage to the yaw pulley and conductor wire cap of the permanent cautery hook instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument had a tip that was broken. The procedure was completed. Intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following additional information about the complaint: the only information that was given to her was that the tip was broken. The surgical team did not mention if there was any patient harm or if any fragments fell inside the patient. She believes no fragments fell and there was no patient injury, but since that information was not provided, she reports that as "unknown" to be safe. She does not have any patient information.